Manufacturer narrative:
Follow up revealed the date of the surgery was incorrectly reported as (B)(6), 2015. The actual date of the surgery was (B)(6), 2015. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Follow up revealed the date of the surgery was incorrectly reported as (B)(6) 2015. The actual date of the surgery was (B)(6) 2015. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (brazil) was no longer receiving effective stimulation. The lead was explanted and replaced which resolved the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.